Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. Customer¿s blood glucose was around 300, above 400 mg/dl. The troubleshooting was declined for high blood glucose. Customer stated that they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be and infusion set will not be returned for analysis.